Event description:
It was reported that the mobile app unexpectedly frozen while customer was attempting to load a cartridge, and the customer was unable to complete the load process. There was no adverse impact to the customer's blood glucose level. The customer relaunched the mobile app, the app successfully paired to the pump and the customer continued to use the pump for insulin therapy.